Event description:
The surgeon attempted to impl a 3-piece silicone lens model number aq2003v. The lens haptic was torn off while advancing. The lens was not implanted and there was no pt injury. The facility did not specify the model and lot numbers of the cartridge and injector used during surgery.

Manufacturer narrative:
Conclusion - the root cause for this event could not be determined because the lens was not returned for eval.